Event description:
The customer contacted stryker to report that their device had made inappropriate "shock advised" determinations during patient use. In this state, wrong defibrillation therapy may be delivered. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the european parliament and of the council. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had made inappropriate "shock advised" determinations during patient use. In this state, wrong defibrillation therapy may be delivered. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.